Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a blood chamber leaked during a patient's hemodialysis (hd) treatment. According to the initial report, "the leak occurred around the circular part where the clamp hooks onto the chamber." The patient's estimated blood loss (ebl) was not provided. There was no reported serious injury or required medical intervention. The sample was reported to be discarded and is not available to be returned to the manufacturer for physical evaluation. The product and lot numbers of the device could not be provided. Additional information was requested however a response was not received.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. No product was found during a manufacturing review of the products shipped to the customer for the three (3) month time frame which immediately preceded the event occurrence date. An investigation of the device history records (DHR) could not be conducted. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that a blood chamber leaked during a patient's hemodialysis (hd) treatment. According to the initial report, "the leak occurred around the circular part where the clamp hooks onto the chamber." The patient's estimated blood loss (ebl) was not provided. There was no reported serious injury or required medical intervention. The sample was reported to be discarded and is not available to be returned to the manufacturer for physical evaluation. The product and lot numbers of the device could not be provided. Additional information was requested however a response was not received.